Manufacturer narrative:
1. No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d210823b-1). 2. The suspected meter that was shipped to pdc on (B)(6) 2016 and the retained one (serial#: (B)(4)) were used to re-examine their setting and all functions, and no malfunction of both meters occurred. Standby current (1.5 ua) of the suspected meter met acceptance criteria (< 55 ua). 3. Suspected strips with 2-year shelf life were manufactured on (B)(6) 2021. The suspected strips were re-tested by using suspected meter with any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results (level low: 66/66; level high: 339/339) met the acceptance criteria range (level low: 30~75; level high: 230~340), and desiccants of the strip vial are still functional (orange color). 4. As above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 5:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 70mg/dl. A normal result for the end-user for that time of day is usually around 70-108mg/dl. The end-user stated that she started to feel dizzy her vision was blurry and she was slurring her speech. Paramedics were called about 20 minutes after testing with the prodigy meter. End-user stated that she only consumed water no food or medication were taken while waiting for the paramedics. Paramedics arrived in about 10 minutes, tested the end-user with their meter, and received a result of 26mg/dl. Paramedics did not do any additional testing with the prodigy meter. The end-user was transported to (B)(6) hospital-(B)(6). When the end-user arrived at the hospital, her blood glucose was 21mg/dl. End-user stated that she was given an IV to raise her blood glucose. The end-user stated that her blood pressure was checked along with her blood glucose. End-user stated she was at the hospital for half the day and was discharged with a blood glucose of 80mg/dl. No additional information was provided.